Event description:
It was reported that the insulin pump alarmed failed battery test and that the battery lasted 3 days after replacement. The blood glucose reading was 274 mg/dl, which was treated for with a manual injection. The customer stated that troubleshooting did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window.